Event description:
A high blood glucose level was reported when the value displayed "high"; although specific value was not provided. The customer administered a correction bolus via the pump and inspected various components as instructed by technical support, who further educated the customer on the proper timeline for cartridge use. The customer agreed to replace supplies as necessary and resume insulin, with technical support set to provide replacement supplies as needed.